Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system is not retaining pt info. The fe confirmed the saved exams were being erased (data loss). There was no pt injury or death reported.